Event description:
It was reported that the pt fell and was not feeling well. Add'l info received reported when the pt fell, the neurostimulator turned off automatically. Out of range impedances were measured on eight connections. The device was reprogrammed on (B)(6) 2011 and the pt was receiving good stimulation.

Manufacturer narrative:
(B)(4).